Manufacturer narrative:
(B)(4). The patient experienced peritonitis manifested by acute abdominal pain and cloudy effluent. For 15 days, the patient was treated with cefazolin (500 gram, intraperitoneally (ip), frequency not reported) and gentamycin (0.6gram, ip, frequency not reported) for peritonitis. On an unreported date, the patient was treated with piperacillin/tazobactam, intravenous (IV) (dose and frequency not reported) for peritonitis. During the peritonitis the patient was switched to capd. The cause of the peritonitis was suspected to be bag changes and connections not being carried out optimally but this could not be confirmed. Approximately a month after the onset of peritonitis, the patient experienced another episode of peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the event. During the peritonitis the patient was switched to capd. For 7 days, he patient was treated with vancomycin (1.5 gram, ip, frequency not reported) and tavanic (50 gram, ip, frequency not reported) for peritonitis. The patient then began treatment with vfend, IV for peritonitis. The catheter was removed from the patient. The patient was discharged from the hospital and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for this event was not reported. The cause of the peritonitis is unknown. At the time of this report, the patient had been placed on hemodialysis and his recovery status was unknown. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.